Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the subject flex video scope had an error message, b30 when the scope was connected. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d7a, d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: torn cable and cracked lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 occurred due to corrosion on plug unit. Due to shortcut of circuit board unit, e218 (scope malfunction err) occurred, and the image disappears during angulation in ud direction because there was a short of the charged coupled device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.